Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A helix mechanism test failed due to the helix housing being clogged with dried body fluid and tissue. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.